Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol) was explanted from a post-operative radial keratotomy (rk) hyperopia patient's operative eye. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with unaided eyes showed that the product was cut in 2 pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.